Event description:
A user facility reported that a pt has complained of blurred vision since the initial cataract surgery, and intraocular lens (iol) implant in 1997. A "yag" capsulotomy was performed on 12/09/1997 without significant change. In october of 1999, the surgeon observed what surgeon described as "numerous white points on the optic". The intraocular lens was explanted in 2000. The association between the surgeons observations and the pt's previous complaints of blurred vision is not known.

Event description:
Additional information, provided by the reporter, indicated, that the patient had a favorable outcome following lens replacemant and the reported blurred vision has been resolved.